Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced diabetic ketoacidosis with a blood glucose (bg) level of 370 mg/dl. The customer went to the hospital and was treated with insulin drip to resolve bg level. At the time of the report with tandem technical support, the customer was still in the hospital. Customer alleged that the pump was not delivering insulin as intended. Reportedly, the customer requested a bolus while disconnected from the pump and felt that the bolus took too long to deliver. Tandem technical support performed a pump system check and found the pump functioned as intended, however the customer maintained that there was an issue with the pump. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.